Event description:
It was reported that pump had 133.6080, 133.6090, plus 121.2062 error codes. Replaced backup and main speakers. Unit is still alarming. There was no incident in the field reported, so it is unclear if the device was in use on a patient at the time of incident.

Manufacturer narrative:
The complaint of the device alarming was confirmed and reproduced during testing. ¿ review of the pcu logs showed multiple instances of the following alarms/error codes were recorded between (B)(6) 2020 and (B)(6) 2020:. ¿ 800.8000.0 (general os failure) .¿ 121.2070.2 (comm no response failure) ¿ 121.2060.2 (comm heartbeat failure) .¿ 133.6090.0 (main speaker failure) .¿ 133.6080.0 (backup speaker failure). ¿ 133.6100.0 (backup speaker power supply failure). ¿ 120.4370.5 (log only- low 8v failure). ¿ the alarm for ¿missing battery¿ observed at power on was corrected by removing the tape on the battery contact points ¿ testing showed, after replacing the logic board, the pcu no longer experienced alarms ¿ inspection of the device showed fluid contamination and corrosion on the logic board, power supply board, and main speaker connection. ¿ as a precaution all circuit boards that exhibited fluid contamination will be replaced by service before returning the device to the customer. The root cause of the complaint of the device alarming was identified as fluid ingress which caused contamination and corrosion on the logic board and main speaker connections. The fluid is believed to have entered through the screw holes at the top of the rear case. Device history review: review of the source pcu (s/n (B)(6) ) service history record showed the device had a manufacture date of (19oct2016). A review of the device service history record was performed beginning from the date of manufacture to the present date (26aug2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that pump had 133.6080, 133.6090, plus 121.2062 error codes. Replaced backup and main speakers. Unit is still alarming. There was no report of patient impact.